Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the device and a non-boston scientific right atrial (ra) lead exhibited pacing impedance measurements of greater than 2000 ohms, noise, oversensing, and pacing inhibition with no asystole. A surgical revision was performed. The patient's ra lead was tested via the pacing system analyzer (psa) and the high impedances and noise could be reproduced via the psa. The lead was surgically abandoned and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited low shock impedance measurements of zero ohms. The patient had been in the hospital for a radiofrequency ablation. Troubleshooting options were discussed. It was noted that the patient was not feeling well. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, defibrillation, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.